Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of the twist clamp on a minicap extended life pd transfer set cracked during use. This was identified during use of the device for peritoneal dialysis therapy. At the time of the event, the device had been in use on the patient for approximately three (3) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/04/2021.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection performed with naked eye noted a crack in the main body. There was substance around the twist sleeve and the main body. The reported condition was verified. The cause of the cracked main body could not be determined; however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.